Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient was hospitalized last night with blood glucose levels of 32.6mmol/l. The patients mother acknowledges that user error was the reason for the patients high blood glucose levels, and isn't making any allegation against any roche product. The patient's blood glucose levels have now returned to normal and they haven't experienced any further issues. No material is being returned for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.